Event description:
It was reported that during a routine check, this pacemaker exhibited noise on both the non-boston scientific right atrial (ra) and right ventricular (rv) leads. This has been an ongoing issue for a couple years. Additionally, it was noted that the ra impedances have been varying measuring up to 2,000 ohms and the rv impedances dropped to 200 and now are measuring 300 ohms. The rv lead was re-programmed too unipolar. However, review of device data did not find any alerts for out-of-range measurements or and lead safety switch (lss). Also noted was observation of myopotential oversensing on the rv channel. Technical services discussed potential causes and provided programming options. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that during a routine check, this pacemaker exhibited noise on both the non-boston scientific right atrial (ra) and right ventricular (rv) leads. This has been an ongoing issue for a couple years. Additionally, it was noted that the ra impedances have been varying measuring up to 2,000 ohms and the rv impedances dropped to 200 and now are measuring 300 ohms. The rv lead was re-programmed too unipolar. However, review of device data did not find any alerts for out-of-range measurements or and lead safety switch (lss). Also noted was observation of myopotential oversensing on the rv channel. Technical services discussed potential causes and provided programming options. At this time, the system remains in service. No adverse patient effects were reported.